Manufacturer narrative:
Please reference related manufacturer reports no: 2015691-2021-05888. The 29mm commander delivery system was returned, fully inserted through the 16f esheath. The delivery system was unlocked, distal to default markers, with no fine adjust or flex in use. The full loader assembly was over the flex shaft and partially inserted through the sheath. The distal portion of the delivery system (balloon, spring coil and partial guidewire lumen) was returned, separately in a jar. The proximal balloon shaft was kinked, likely due to packaging. Visual inspection of the returned device was performed and the following was observed: the valve was crimped on the inflation balloon with the distal inflation balloon bunched. Valve appears to have multiple bent struts; I/c (inflation to crimp) bond separated. Balloon wings appear flared; proximal inflation balloon appears cut from distal inflation balloon, likely due to surgical intervention during procedure; minor flex tip gouges. Imagery review of patient's anatomy shows calcification and tortuosity in patient's access vessels and descending aorta. Gross alignment was able to be performed with no issues. The system was able to be locked and unlocked. Fine adjust was able to be performed. Full flex was able to be performed. Dimensional inspection was performed and the double wall thickness of the crimp balloon was measured. All measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to withdrawal difficulty, difficulty with valve alignment, tracking difficulty, and balloon torn. A review of the complaint history from october 2020 to september 2021 revealed additional similar complaints for withdrawal difficulty, difficulty with valve alignment, tracking difficulty, and balloon torn for the commander (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and tracking difficulty were unable to be confirmed. The complaints for withdrawal difficulty and balloon torn were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per report and provided imagery, the patient had ''tortuous vessels in the area of arteria femoralis and arteria common iliaca and tortuous abdominal aorta''. Performing valve alignment in a non-straight section can cause the valve to ''dive'' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges observed. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary''. Due to the balloon tear, the balloon profile may have been altered during valve alignment (as evidenced by bunching of the inflation balloon). Available information suggests patient factors (tortuosity) contributed to the balloon torn. Per report, ''on the way in the aortic arch was also small difficulties to go further, but managed to reach annulus area and go through the annulus.'' The patient's access vessels and abdominal aorta were noted to be calcified and tortuous. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. Available information suggests patient factors (calcification/tortuosity) contributed to the tracking difficulty. It is possible the delivery system profile was altered due to the balloon tear and bent valve struts making the device more susceptible to catching on the tip of the sheath, as evidenced by the observed flared balloon wings. Additionally, the presence of calcification and tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, making the device more susceptible to catching on the sheath tip. Available information suggests patient (calcification/tortuosity) and procedural factors (withdrawal of torn balloon/bent valve struts/non-coaxial withdrawal) contributed to the withdrawal difficulty. In this case, the reported unspecified vascular injury was likely caused by device manipulation during withdrawal of the devices and/or patient factors calcification of the access vessel that may have contributed to the complaint event. Since no product non-conformance was confirmed, a product risk assessment escalation and corrective/preventative action (CAPA) are not required. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in pra and a CAPA has been previously initiated to capture additional information that currently exists in the training manuals into the IFU ''instructions for use'' for the sapien 3 and commander delivery system.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, there was resistance when advancing the delivery system and valve through the sheath. Tracking difficulty was encountered and there was also difficulty with valve alignment. During valve expansion, blood was seen in the inflator and was unable to deploy the valve. Upon removal, it was unable to remove the delivery system and valve thorough the sheath. The valve could not be pulled back into the sheath and was distal to the sheath tip. The burst balloon may have made it more difficult to pull back the valve and the balloon into the sheath. The valve was noted to be outside the sheath and may have caused damage to the artery. The femoral and iliac artery were damaged and was repaired surgically. The patient is stable post procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.